Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00165. It was reported after meeting with the patient and interrogating the patient's drg system, impedances were found to be low and the system was unable to be reprogrammed to provide effective therapy for the patient. X-ray taken showed the patient's leads migrated out of the foramen. In addition, the patient reportedly experienced a fall prior to the leads migrating. Surgical intervention may be taken to address the issue.

Event description:
Device 1 of 2, reference MFR report: 3008829311-2017-00165. Follow up identified the patient's leads were replaced. Stimulation therapy was reportedly restored postoperatively.